Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: observed non penetrating nicks on the device. Observed delamination partial of the plug strap disk shell (cohesive failure) no further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted and replaced.